Event description:
Emt's responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and the analyze button pressed. The device advised 5 shocks and 5 shocks were delivered by the device. Paramedics arrived with a manual defibrillator and took over the scene. The pt was not resuscitated. When the event was reviewed, the quality assurance reviewer reported the device inappropriately advised a shock for pulseless electrical activity. The rptr stated the patient's death was not caused or contributed to by the alleged device malfunction because of the lack of viability.